Event description:
It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. A watchman truseal access system and watchman flx laa closure device were used. The watchman flx laa closure device was implanted successfully. Post procedure that same day, the patient experienced a hematoma in their thoracic cavity. An emergent transfusion was performed and the patient stayed overnight in the hospital. The following day, the patient was fine and was discharged home.